Event description:
It was reported that the patient is not hearing the ending beeps indicating the implant is fully charged. Caller said the patient was home for 2 weeks over christmas and they charged the implant every day for all 3 sessions and there was no signaling that the implant was complete. Caller said it usually takes 30 minutes for the patient to charge the implant and all 3 times over christmas they charged the ins for 1 hour and 15 minutes. Caller reported the handset was lost.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report.medtronic will submit a supplemental report if additional relevant information becomes known.